Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout, there was no capture when the programmer analyzer was connected to a lead. The connections were verified. No patient complications have been reported as a result of this event.